Event description:
It was reported to philips that the system did not boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. After the customer initially reported it to philips, they contacted philips and confirmed that the system was working again. No further details were shared, and the customer did not respond to further questions. Log file analysis shows that the hospital lost power on (B)(6) 2025, which shut down the system and system started again on (B)(6) 2025. The allegation of the customer cannot be confirmed. The log file shows that on (B)(6) 2025 at 08:08 the system was started successfully. No failure of the azurion system could be identified. The codes were updated based on the investigation outcome.